Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
While placing the lead during a procedure, the threshold and sensing values were not correct. The lead was replaced to resolve the issue and the patient was in stable condition.